Manufacturer narrative:
Block h6: imdrf device code a040506 captures the reportable event of sheath peeled. Block h10: investigation result the returned navigator device (sheath and dilator) was analyzed, and a visual evaluation noted that some sort of thread which is part of the inner coating was peeled. Microscopic examination was performed, and it was observed that the inner coating of the device was peeled off at the tip of the sheath. No other problems with the device were noted. The reported event of sheath peeled was confirmed. It is possible that operational factors encountered during the procedure, such as handling and interaction with the devices during use, and/or at the time the devices was passed through the sheath could have caused the reported problem of sheath peeling. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. Block h11: correction: block b5 (describe event or problem) and e1 (initial reporter title and fax number).

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the urinary tract during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2023. During the procedure, the coating inside the sheath peeled off and a hair-like semi-translucent thread was noticed when the scope was inserted. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a040506 captures the reportable event of sheath peeled.

Event description:
It was reported to boston scientific corporation that a navigator device was used in the urinary tract during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2023. During the procedure, the coating inside the sheath peeled off and a hair-like semi-translucent thread was noticed when the scope was inserted. The procedure was completed with another navigator device. There were no patient complications reported as a result of this event.